Event description:
Pt came to the operating room for a right upper lung lobectomy that was robotically assisted and also had a mediastinal lymph node dissection. The case proceeded as normal with no complications and all staple lines patent during the operation. The pt was closed and returned to the supine position on the operating room stretcher where he was extubated. The pt was then moved to his pt stretcher in preparation of going to the pacu and the physician's assistant noticed the chest tube was flowing red blood and was filled to 650 ml within 5 minutes. It was then decided to reopen the pt and the surgeon was paged back to the room. The pt was moved back to the operating table where he was repositioned into his lateral position and was prepped and draped and reopened. The surgeon achieved hemostasis and repaired the injury to the pulmonary artery. The surgeon stated that part of the staple line from the gray platinum curved tip covidien stapler load failed.